Event description:
Follow up with the nurse found that the increase in seizures was first observed in (B)(6) 2013 and was likely related to the vns battery. The increased frequency was worse than post-vns, but not as bad as pre-vns per the physician. All of the patient's seizure types increased. Vns generator replacement was performed as intervention.

Event description:
While following up with the nurse on the reason for a vns replacement surgery, it was found that the patient experienced an increase in seizures. The vns replacement was done prophylactically for the increase in seizures and because it was believed that the device may be nearing end of service. Product analysis of the explanted generator found that there were no performance or any other type of adverse conditions found with the pulse generator. No eri flags were identified during the analysis and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.attempts have been made for additional information; however, no additional information has been provided.